Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: precautions: "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." Adverse events: ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿

Event description:
Healthcare professional reported that during injection with "juvederm xc", the needle "broke off" and the product "spilled on the patient." The healthcare professional reported that the event caused "a little bruising" to the patient. It is unknown if any treatment was required.